Event description:
It was reported that, during a tka surgery, when a scrubtech tried loosening a journey ii cr lock fem implant impactor, so later the implant could be tighten to the handle. It was locked. It looked like it was coldwelded, but it had been used the day before. The procedure was completed by the surgeon successfully, who had to use his hand to hold the implant and get the posterior feet engaged, and took a long time to get the implant into proper position. A delay of less than 30 minutes was reported. No injuries were reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms it was reported that no patient harm or injury was sustained as a result of this device related incident. There procedure was completed with a change in technique, and a delay of less than 30 minutes. No further medical assessment is warranted based on the information provided. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.